Event description:
(B) (6)same case as MFR report #: 2134265-2010-00852.same case as MFR report #: 2134265-2010-00853.it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis.the index procedure treated two lesions. The first target lesion was a 75% stenosed, 4.0x24mm lesion located in the mid right coronary artery (rca). Treatment placed a 3.5x24mm taxus express2 study stent deployed at 14atm's. Post dilation was performed with an unspecified 4.0x20mm balloon inflated to 14 atm's resulting in 0% residual stenosis and timi 3 flow. The second target lesion was a 90% stenosed, 4.0x35mm lesion located in the distal rca. Treatment placed two taxus express2 study stents (2.5x16mm, 3.5x24mm) deployed at 12 and 16 atm's. Post dilatation was performed with an unspecified 4.0x20mm balloon inflated to 8 atm's resulting in 0% residual stenosis and timi 3 flow. A non bsc stent was implanted in the proximal rca.in 11/2008, the patient presented with angina pectoris. The patient was hospitalized and CABG surgery was performed in the inferior septal branch. The patient was discharged 35 days later in improved condition. Bayaspirin and panaldine were stopped for the CABG surgery, to resume again post surgery. Panaldine at that time was then changed to plavix per the physician's direction. Per the physician, the CABG event was listed as "not related" to the study stent or antiplatelet. In 04/2009, a 75% in stent restenosis was revealed in the distal rca. Treatment in 05/2009, placed a non bsc stent in the distal rca resulting in 0% residual stenosis. The patient was discharged two days later in "better condition". In 12/2009, angina pectoris was again confirmed, but no additional treatment was reported at this time.

Event description:
It was further reported that the index procedure target lesion located in the mid rca was a de-novo lesion. The two taxus express2 stents placed in the distal rca were placed without a gap. The taxus stents in the mid and distal rca were placed using a direct stenting method. The patient was discharged from the index procedure 2 days post procedure on bayaspirin and panaldine. In (B)(6) 2009, the in stent restenosis was accompanied by ischemic symptom (a positive stress test, stable angina and electrocardiogram change). In (B)(6) 2009, the distal rca lesion size was 2.5x18mm and was also treated with poba. The event was listed as resolved and the patient was discharged the next day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)